Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a patient on continuous cyclic pd (ccpd) therapy utilizing a cycler experienced peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 following fever, abdominal pain and slightly cloudy and turbid peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with candida parapsilosis in the culture and a wbc count of 159/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient has never given any indication of a break in aseptic technique during pd therapy; however, it was suspected the patient¿s pet dog may have been to blame for this event, but this could not be confirmed. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. It was explained these antibiotics were prescribed before a result of fungal peritonitis was known by the outpatient clinic and the patient was not initially prescribed antifungal medication. As a result, the patient¿s symptoms of abdominal pain worsened, and she was admitted to the hospital on (B)(6) 2023. The patient¿s pd catheter was removed during this hospitalization due to the severity and nature of this infection (exact date of procedure unknown). The patient underwent a procedure for a central vascular catheter on either (B)(6) 2023 or (B)(6) 2023 (exact date unknown) which caused a cardiac tamponade leading to the patient¿s death on the same day of the procedure. The event¿s surrounding the patient¿s death remain unknown; however, it was affirmed the patient was not on any modality of dialysis at the time of death. Concerning the patient¿s peritonitis, though the exact cause of infection was unknown, it was confirmed that there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). Concerning the patient¿s death due to a cardiac tamponade inflicted during surgery, it was confirmed the death was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as well.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by fever and abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event remains unknown; however, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin and gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty select cycler with liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. A temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The patient¿s death can be attributed to a cardiac tamponade inflicted during a surgical procedure as reported by a medical professional. Though the reason for the procedure was to provide access for hemodialysis, the patient¿s death can be considered dissociated from renal replacement therapy as the root cause was an unintended injury during a surgical procedure and wholly unrelated to the use of any fresenius product(s) or device(s). Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a patient on continuous cyclic pd (ccpd) therapy utilizing a cycler experienced peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 following fever, abdominal pain and slightly cloudy and turbid peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with candida parapsilosis in the culture and a wbc count of 159/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient has never given any indication of a break in aseptic technique during pd therapy; however, it was suspected the patient¿s pet dog may have been to blame for this event, but this could not be confirmed. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg every 5 days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. It was explained these antibiotics were prescribed before a result of fungal peritonitis was known by the outpatient clinic and the patient was not initially prescribed antifungal medication. As a result, the patient¿s symptoms of abdominal pain worsened, and she was admitted to the hospital on (B)(6) 2023. The patient¿s pd catheter was removed during this hospitalization due to the severity and nature of this infection (exact date of procedure unknown). The patient underwent a procedure for a central vascular catheter on either (B)(6) 2023 (exact date unknown) which caused a cardiac tamponade leading to the patient¿s death on the same day of the procedure. The event¿s surrounding the patient¿s death remain unknown; however, it was affirmed the patient was not on any modality of dialysis at the time of death. Concerning the patient¿s peritonitis, though the exact cause of infection was unknown, it was confirmed that there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). Concerning the patient¿s death due to a cardiac tamponade inflicted during surgery, it was confirmed the death was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as well.